Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an occlusion false alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to door latch roller. To correct the condition, the door latch roller was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The customer reported a flogard infusion pump that did not work. During review of the device by a service technician, the reported condition was confirmed as a downstream occlusion alarm. It is unknown during which step or in the process area that this step occurred. There was no patient involvement, injury or medical intervention related to the event. Additional information: (evaluation method): a service history review revealed that there were no previous service events for the reported condition.

Manufacturer narrative:
(B)(4). The customer reported condition is an occlusion alarm.